Manufacturer narrative:
This edentulous patient received bilateral tmj implants in (B)(6) 2018. On (B)(6) 2018, the surgeon repositioned the bilateral mandibular components (reference MDR #2031049-2018-00042). Over the next few months, the patient was experiencing a restricted range of motion. A CT scan was taken on (B)(6) 2019 and showed that the devices were not placed in their intended design positions. On (B)(6) 2019, the surgeon removed the patient's bilateral tmj implants in order for the patient to receive revised bilateral implants that will be designed to accommodate a different occlusal setting.

Event description:
The patient's bilateral tmj devices were removed because they were not placed in their intended design positions.